Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recy6154 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one of the three lumens, the red lumen, was leaking profusely after the dressing change.